Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer, assisted by technical support, attempted to resolve the issue by inspecting and cleaning components and substituting cartridges, but the error persisted. Consequently, technical support decided to replace the pump, confirming it was still under warranty. The customer was instructed on backup insulin therapy using mdi and how to put the pump into storage mode before returning it with the provided pre-paid shipping label.